Event description:
It was reported that the wake button became detached from the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.